Event description:
The bipap a40 silver series device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. The device evaluation is still ongoing. According to the information provided, the service technician observed a ventilator inoperative error code e086 (failure of the blower pressure sensor). Due to the error, the defective printed circuit assembly (pca) will need to be replaced to address the issue. A supplemental report will be provided once the evaluation is complete to confirm the identified malfunctions and conclusions.